Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a circumcision procedure, the medical staff opened a package of suture and when the needle holder clamped one third of the needle tail to extract it, the needle and suture were found detached. The device is a double needle sutureand it was noted that both needle were detached. The device was sealed and discarded. Another suture with the same lot number was used to resolve the issue and complete the procedure. There was no patient injury.